Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer experienced high blood glucose of over 500 mg/dl and 500 mg/dl. Customer was treated with manual syringe. Customer¿s current blood glucose was 472 mg/dl. Customer stated that drive support cap was normal and insulin exited at quick release. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump will not be returned for analysis.